Manufacturer narrative:
There was no device available for analysis as the device remains implanted. There was no reported device performance allegation. The reported patient symptom is a known risk associated with implantation procedure of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced a urethral perforation during the original attempt to implant an inflatable penile prosthesis (ipp). The physician implanted a single tactra on the good side of the patient as a place holder. The single tactra was removed and a three-piece ipp was implanted on a later date. No further patient complications were reported.